Event description:
The customer contact reported breakage of the clave secondary port. The plumset was being used to deliver an unspecified medication. It was reported that after an unspecified length of time, the clave secondary port on the cassette of the tubing set broke off. No additional details were provided. There were no reported adverse effects and no delay of therapy critical to this patient. No medical interventions were required. No additional information was provided.

Manufacturer narrative:
The customer indicated the device was discarded. During the investigation, no possible causes for the customer reported clave breaking off at the secondary port of the tubing set. The device was not returned to hospira for testing and investigation; therefore attribution of the issue to the device could not be determined. The lot number of the device that was in use is unknown. The customer contact identified three possible lot numbers (plots). The possible lot numbers are 450235h, 461675h and 470145h. This report represents all the information known by the reporter upon query by hospira personnel.